Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery on (B)(6) 2021. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation was reportedly successful and is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.